Event description:
The patient is pursuing a product liability claim arising out of the use of nexgen lps-flex. It is also reported by the patient's counsel that the patient reeceived a tm femoral augments on (B)(6) 2008 and was revised (tka) on (B)(6) 2011 due to loosening. Note that the nexgen lps-flex is of zimmer (B)(4) design control and the tm femoral augment is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.